Event description:
The pt's device has reportedly migrated. The pt's device was successfully repositioned on (B)(6) 2012. Advanced bionics is in the process of gathering more info. Once more info is received, a supplemental report will be submitted.